Manufacturer narrative:
510k: this report is for an unknown va locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the osteosynthesis surgery with the variable angle-locking compression (va-lcp) distal humerus plate to treat the distal end of humerus fracture. During the surgery, the surgeon inserted the locking screw through the the va-lcp plate and the locking screw could not be locked normally. Therefore, when the surgeon removed the screw and the thread near the head appeared slightly discolored. The surgeon used another new screw of the same specification, but this screw did not lock normally as well. The surgery was completed successfully within thirty (30) minutes delay. No further information is available. This report is for one (1) unknown variable angle locking screw. This is report 2 of 3 for complaint (B)(4).